Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to ensure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform self test due to blank display. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the corroded battery tube was not allowing the unit to turn on or give access to download due from battery acid residue, isolate to electronic stack. The unit was also received with a cracked battery tube threads, corroded battery tube, scratched case, stained keypad overlay, and pillowing keypad overlay. In conclusion, the customer¿s alleged damage to the battery tube and moisture damage was confirmed because the unit came in with blank display, which was due to corroded battery tube, isolated to the electronic stack. Customer allegations of damage to the battery cap was unknown due to the unit arriving with a missing battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery exploded in the battery compartment. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was done and found fluid & battery acid in the battery compartment. The customer also reported damage to the battery cap and o-ring. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.